Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), rash ("allergy: rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("utl"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), alopecia ("hair loss") and cystitis interstitial ("interstitial cystitis") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((salpingectomy(bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, metrorrhagia, rash, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, urinary tract infection and cystitis interstitial had resolved and the dysmenorrhoea, anaemia, fatigue, gastrointestinal disorder, hormone level abnormal, nausea and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, bladder disorder, cystitis, cystitis interstitial, dysmenorrhoea, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, rash, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Lab data added. Events; pelvic/ abdominal, dysmennorhea (cramping), bleeding: menorrhagia (heavy menstrual bleeding),metorhagia (bleeding b/w periods),anemia, general abnormal bleeding, allergy: rash/skin condition,bladder/urinary problems: bladder problem urinary problems, bladder infection, vaginal infection, vaginal discharge, utl,other injuries/symptoms: fatigue, gi conditions, hormonal changes, nausea, hair loss, interstitial cystitis were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and major depression ('major depressive disorder') in an adult female patient who had essure (batch no. C18712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), dermatitis allergic ("allergy: rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("utl"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), alopecia ("hair loss"), cystitis interstitial ("interstitial cystitis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), rash ("burning rash on face , forehead , left cheek , right cheek, left temple , right temple and chin"), dry eye ("vision / eye problems ¿ excessive dry eyes"), dermatitis atopic ("atopic dermatitis"), menstruation irregular ("irregular mensturation"), insomnia ("insomnia"), major depression (seriousness criterion medically significant), pollakiuria ("urinary frequency"), micturition urgency ("urinary urgency"), dysuria ("dysuria"), vulvovaginal mycotic infection ("yeast infection"), bladder pain ("bladder pain"), rosacea ("atypical facial rosacea"), abdominal pain lower ("lower abdominal pain") and anxiety ("anxiety") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((salpingectomy(bilateral)). Essure was removed on (B)(6)2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, metrorrhagia, dermatitis allergic, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, urinary tract infection, cystitis interstitial, rash, dermatitis atopic, pollakiuria, micturition urgency and rosacea had resolved, the dysmenorrhoea, anaemia, fatigue, gastrointestinal disorder, hormone level abnormal, nausea, alopecia, vaginal haemorrhage, menstruation irregular, insomnia, major depression, dysuria, vulvovaginal mycotic infection, bladder pain and abdominal pain lower outcome was unknown and the allergy to metals and anxiety was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, bladder disorder, bladder pain, cystitis, cystitis interstitial, dermatitis allergic, dermatitis atopic, dry eye, dysmenorrhoea, dyspareunia, dysuria, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, insomnia, major depression, menorrhagia, menstruation irregular, metrorrhagia, micturition urgency, nausea, pelvic pain, pollakiuria, rash, rosacea, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: the essure device was deployed. 4 coils could be seen into the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: total bilateral occlusion. Imaging procedure - on (B)(6)2015: results: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,anxiety major depressive disorder ,rosacea,insomnia,dry skin, anemia,low back pain,fatigue,uti.urinary frequency, interstitial cystitis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-nov-2019: pfs and mr received. Reporters information updated. Lot no. Were added.events: abnormal bleeding (vaginal), atopic dermatitis, vision / eye problems ¿ excessive dry eyes, nickel allergy, dyspareunia (painful sexual intercourse), burning rash on face , forehead , left cheek , right cheek, left temple , right temple and chin, irregular, menstruation, insomnia, major depressive disorder, urinary frequency, urinary urgency, dysuria, yeast infection, bladder pain, atypical facial rosacea, lower abdominal pain, anxiety were added. Lab data and medical history were added.event outcome were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and major depression ('major depressive disorder') in an adult female patient who had essure (batch no. C18712) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), anaemia ("anemia"), dermatitis allergic ("allergy: rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), urinary tract infection ("utl"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea"), alopecia ("hair loss"), cystitis interstitial ("interstitial cystitis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), rash ("burning rash on face , forehead , left cheek , right cheek, left temple , right temple and chin"), dry eye ("vision / eye problems ¿ excessive dry eyes"), dermatitis atopic ("atopic dermatitis"), menstruation irregular ("irregular mensturation"), insomnia ("insomnia"), major depression (seriousness criterion medically significant), pollakiuria ("urinary frequency"), micturition urgency ("urinary urgency"), dysuria ("dysuria"), vulvovaginal mycotic infection ("yeast infection"), bladder pain ("bladder pain"), rosacea ("atypical facial rosacea"), abdominal pain lower ("lower abdominal pain") and anxiety ("anxiety") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery ((salpingectomy(bilateral)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, menorrhagia, metrorrhagia, dermatitis allergic, bladder disorder, urinary tract disorder, cystitis, vaginal infection, vaginal discharge, urinary tract infection, cystitis interstitial, rash, dermatitis atopic, pollakiuria, micturition urgency and rosacea had resolved, the dysmenorrhoea, anaemia, fatigue, gastrointestinal disorder, hormone level abnormal, nausea, alopecia, vaginal haemorrhage, menstruation irregular, insomnia, major depression, dysuria, vulvovaginal mycotic infection, bladder pain and abdominal pain lower outcome was unknown and the allergy to metals and anxiety was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anaemia, anxiety, bladder disorder, bladder pain, cystitis, cystitis interstitial, dermatitis allergic, dermatitis atopic, dry eye, dysmenorrhoea, dyspareunia, dysuria, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, insomnia, major depression, menorrhagia, menstruation irregular, metrorrhagia, micturition urgency, nausea, pelvic pain, pollakiuria, rash, rosacea, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: the essure device was deployed. 4 coils could be seen into the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Imaging procedure - on (B)(6) 2015: results: bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,anxiety major depressive disorder ,rosacea,insomnia,dry skin, anemia,low back pain,fatigue,uti.urinary frequency, interstitial cystitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.